Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the helix of the right ventricular (rv) lead would not retract or extend, and the impedance of the lead was high. The rv lead was removed and replaced at the time of the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst commented that helix extension/ retraction testing, electrical testing, and length testing were performed, and that all results were within specified parameters.